Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncopal episode and was hospitalized. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The device was reprogrammed. The patient was in good condition.